Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report.

Event description:
It was reported the pca pump was programmed with a volume to be infused (vtbi) of 52.2 ml. A 5 mg bolus was given. The pump stated the volume vtbi was 47.5 ml. A discrepancy of .3 ml. The pump was removed from service. There was patient involvement, but no patient harm.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.

Event description:
It was reported the pca pump was programmed with a volume to be infused (vtbi) of 52.2 ml. A 5 mg bolus was given. The pump stated the volume vtbi was 47.5 ml. A discrepancy of .3 ml. The pump was removed from service. There was patient involvement, but no patient harm.